Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was caused by the rear response button center/ dome was not functioning. The root cause of the rear response button failure cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.